Event description:
An optometrist reported a case of bilateral photophobia, observed at three weeks post lasik treatment. Reporter indicated topical steroid dosage was increased. Patient noted she must wear sunglasses indoor. Upon additional follow up, reporter indicated the patient received monovision treatment for the right eye, and has some diffuse haze per slit lamp exam. Reporter relayed patient will continue to be monitored. Patient noted her yes hurt. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).